Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: tibial component fracture is reported nearly 16 years post-op. Neither op-notes or x-rays from the primary surgery were provided. As such, the surgical technique used cannot be reviewed. Based on the available info, a cause for the reported fracture cannot be determined. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the pt presented with a fractured tibial baseplate.